Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had was having low flow alarms due to right heart failure. The patient would be transferred to hospice when appropriate. The log files were sent for review and showed multiple strings of low flows. There were no other unusual events.

Event description:
Additional information: it was reported that the device was operating as intended and the patient was on hospice and on home inotrope.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event of right heart failure could not be conclusively established through this evaluation. Additionally, review of the submitted log file confirmed multiple low flow events. According to the account, the low flows were due to the patient¿s right heart failure. The submitted log file contained data from 17may2022 through 18may2022, per the timestamps. The majority of the file consisted of low flow events. No other notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate ii lvas. This section also provides an explanation of all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.